Event description:
It was reported that a (B)(6) caucasian female patient underwent an unspecified breast implantation procedure with a mentor memorygel breast implant 275cc and experienced bilateral ptosis and breast pain and rupture on the right side post-operatively, which was confirmed via MRI. As a result, the patient underwent removal and replacement with mentor gel breast implants (serial numbers (B)(4) and (B)(4) on (B)(6) 2021. This report is for the left breast prosthesis.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. During the visual analysis of the returned sample gel mod-rnd 250cc no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed a tear on the posterior view between the union of the shell and patch. A microscopic examination was performed, and the cause of the tear could not be identified. As the authorization form for examination was not received the evaluation was limited to non-destructive testing. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold, and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in a sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).